Event description:
Information was received from a healthcare professional of a clinical study via a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported there was severe, sharp burning stabbing pain at the insertion site. A surgery revision was performed on (B)(6) 2016 and the pain resolved. The stimulator/lead tract location plus the patient anatomy was contributing to the stated pain. The revisions were performed to help mitigate the stated pain. On (B)(6)2016, the patient was having some issues in the insertion site for her stimulator, but it was not as severe as it was before.